Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent and passed a patient sensor calibration check. An accelerated stress test (ast) simulated treatment was performed and passed. A mushroom head check was performed and passed. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (prdn) that a pd patient discovered fluid leaking from the inside of the cassette door of their cycler and from the cycler set cassette the morning following a pd treatment. The patient reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was contacted by fresenius technical services and advised to discontinue the use of their cycler. A new cycler was issued to the patient. There was no adverse event, serious injury, nor medical intervention reported during the initial call. Additional information was requested, however, to date a response has not been received. The cycler set cassette used by the patient was not returned for physical evaluation by the manufacturer. The return of the cycler to the manufacturer for physical evaluation was scheduled.